Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a solicited report by a physician from (B)(6) of cloudy effluent subsequent to receiving dianeal unknown therapy intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date the patient began therapy with dianeal. On (B)(6) 2010, the patient began therapy with dianeal. On (B)(6) 2010, the patient developed cloudy effluent (considered mild) and was hospitalized for the event. The patient was treated with sulcef 2 gm IV daily. The cloudy effluent was considered resolved on an unreported date in 2010. No action was taken with the dianeal therapy. The reporting physician did not provide an opinion of causality for the cloudy effluent in relationship to the dianeal therapy.